Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: patient felt implants were too large. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a 325cc mentor memorygel breast implant (left) and a 375cc mentor memorygel breast implant (right) experienced right sided rupture and aesthetic dissatisfaction post procedure. The patient felt the implants were too big and listed that as the reason for device removal. The devices were removed without replacement on (B)(6)2020. This report relates to the right prosthesis. See 1645337-2020-02612 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on february 20, 2020. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant. A manufacturing record evaluation (mre) was performed for the finished device number 5796013, and no non-conformances related to the reported complaint were identified. During visual analysis of the sample a crease was noted on the anterior view. Within the crease a tear measuring approximately 9.7 cm was observed. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).